Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: 510(k):preamendment investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, quality control, and inspection of the returned unused product was conducted during the investigation. The complaint device was not returned; however 38 unopened/unused devices from three different lots were returned for investigation. Visual and physical evaluation in turn was performed on all the unopened/unused 38 devices. All returned product met established specification, including verification of securement of tubing in proximal fitting. The complainant device lot number is unknown. However, the customer stated that it could be one of three lots (lot#8222017, 8135090, 8186804). The device history record of these lots were reviewed and there were no related non-conformances. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. In addition, there were no other reported complaints for these lot numbers. There is evidence that human anatomy, "scarred groin and heavily calcified access within the femoral artery" may have contributed to this product event. Based on the information provided, no complaint device returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
During a procedure the physician used a micropuncture transitionless stiffened cannula that bent when trying to gain access. The patient¿s groin area was heavily scarred and a second catheter was used and when the physician tried to gain access the hub came off the sheath. Using hemostats, the remaining part of the sheath was removed from the patient¿s groin. A stiff wire was already in place so the physician was able to advance a short sheath over the stiff wire to complete the procedure with no adverse effects to the patient. The patient did not require any additional procedures due to this occurrence or from the product. No sections of the device remained inside the patient¿s body.